Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was prophylactically explanted and replaced due to advisory status. The device was part of the shortened replacement window advisory, originally communicated on (B)(6) 2007. No adverse patient effects were reported. This product was returned for laboratory analysis.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis this report will be updated.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Functionality and therapy delivery were verified through automated testing. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the (B)(4) 2010 product performance report.